Event description:
Abbott freestyle libre 3 plus cgm giving grossly inaccurate readings far below the actual blood glucose reading. For several days the readings have been progressively less and less accurate. Mostly 20-30% lower than the actual reading, today the reading was more than 50% lower than the measured blood glucose level. The cgm reading was 80 and the measured reading was 127. This was while I was up and active so it is not a "compression low" and the glucose level was not rising or falling significantly at the time.